Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, there was unanticipated tissue loss as a result of this problem and the manual suturing was additionally performed. Patient status : unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Correction. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial colectomy procedure, at functional side-to-side anastomosis, the surgeon fired the device and opened the jaws, however they were not opened completely. The surgeon could remove the device from the tissue, however it was not smoothly. The surgeon checked the staple line of side-to-side anastomosis, then additionally treated mucosa side with no problem. There was tissue damage.